Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer stated during spinal fusion surgery l5-s1, the tip of the malibu screw driver broke inside the screw. The tip was recovered without harm to the patient or delay to the case. A spare device was available which functioned properly.